Manufacturer narrative:
E1: patient country: australia. Patient city:(B)(6).

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced an infusion set was leaking at quick release event on (B)(6) 2024. The infusion set was in use for less than 6 days. No further information available.